Event description:
The surgeon had performed a biocompartmental partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio), but failed to implant the patella implant as required per product literature because the surgeon did not observe disease on the patella. Ultimately, the surgeon determined a patella implant was required, and he revised the procedure to add the component, using manual mako instrumentation.

Manufacturer narrative:
The revision was required because the original procedure was not completed per the user guide. Essentially, the surgeon, using his medical expertise, decided to minimize the initial surgery by not replacing the patella. Unfortunately, this approach did not work and the patella was later replaced.